Event description:
The consumer stated that she used two tampons out of the box over a two-day period. She stated that she experienced swelling in her abdomen, vomiting, dizziness, sensitivity to light and a drop in her blood pressure. The consumer stated that she is a nurse and is aware of the symptoms of tss. She said she consulted with her doctor over the phone and had a follow up appointment in 4 days. When we followed up with her after the appointment, the consumer stated that the doctor could not explain the reason for her symptoms. She said no treatment or medication was prescribed and she feels fine. She stated she would return the product but not the medical records. We requested the consumer return the product for quality assurance evaluation. The consumer has not returned the product, but the device history record has been reviewed and no anomalies were found.